Manufacturer narrative:
The emitter was returned for analysis. Functional testing determined that the emitter was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, correction: patient age and gender provided. Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a functional endoscopic sinus surgery (fess). To complete the procedure, a second medtronic navigation system was brought into the operating room (or).

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The em controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The em controller was returned for analysis, however, analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the site received a localizer fault with both the side emitter and flat emitter. There was no reported impact to patient outcome and no reported delay to procedure. The following day the representative went to the site to trouble shoot issue. The representative was able to intermittently replicate the faulted emitter with both the side and flat panel emitters. They worked fine with a different navigation system. Technical services (ts) had the representative check the connections to the em controller and they were seated well. Ts then had the representative swap the em emitter controller from the working navigation system and the issue was resolved.